Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was going to be performed when it comes to this right ventricular (rv) lead due to a dislodgement one day post implant. Pacing failure was also noted. After temporary pacing was delivered the revision took place. This rv lead was repositioned and the procedure was completed. No additional adverse patient effects were reported.